Manufacturer narrative:
A sample device was not returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The shunt remains implanted. The root cause cannot be determined. There are no other complaints in the lot. (B)(4).

Event description:
A doctor reported that after a glaucoma filtering shunt was implanted it was considered to be over filtrating. The shunt remains implanted. There is no vision concerns or patient harm. Additional information was requested.